Event description:
Pt's family member reports pt complained of "bad headaches" after doing vest treatments. The headaches continued for two weeks. Pt developed slurred speech after treatment. Pt was taken to dr. For an MRI. MRI confiremd pt had swelling of neck tissue and had a small stroke. Dr. Felt swelling effected blood flow to head and the vest might have contributed to the swelling in some way. Dr. Could not rule out a pre-existing condition effecting the circulation in pt's neck. Vest treatments discontinued, pt started on cortisone and aspirin. At this time, swelling in the neck is reduced, pt is off cortisone and had regained speech. Device will be shipped back for testing. Account manager spoke with pt in 2003 verifying events described above.